Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, towards the end of the case, it was found that the working channel sleeve protruded. The procedure was still continued and completed using this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: a visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received, confirming the complaint. Maximum protrusion was noted when the large knob was articulated in the clockwise direction. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional assessment was performed. The device was fully articulated in all directions. A guidewire was back-loaded through the distal end of the scope. A spybite was passed though the working channel. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The working channel sleeve protruded from the pebax. The catheter was cut open using the cutting fixture to expose the working channel sleeve. The working channel sleeve still protruded from the pebax. The working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/ functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, towards the end of the case, it was found that the working channel sleeve protruded. The procedure was still continued and completed using this device. There were no patient complications reported as a result of this event. Correction as of february 25, 2018. Reportedly, no part of the spyscope ds detached.